Event description:
Device switched to cellular use and did not capture EKG on pt. A 42 y/o male pt received biotel mcot device to monitor cardiac issues. On (B)(6) 2022, pt presented to the cardiology office with monitor issues. Upon investigation, it was determined that the monitor switched back to cellular mode. Biotel rep was notified and advised to send the original to biotel and they will send pt a new monitor. No injuries to the pt.